Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (258 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Reportedly, customer has back up manual injections for continued insulin therapy.